Event description:
It was reported that the patient is experiencing difficulties communicating between his deep brain stimulation (dbs) implantable pulse generator (ipg) and remote control. Additional ipg charge training was provided and was advised on electromagnetic interference (emi). The patient performed frequent ipg charging cycles, multiple hours with multiple charger kits for several days, was not near any emi, however continued to experience communication difficulties and began experiencing return of his parkinsons disease (pd) symptoms. Multiple attempts to establish communication between the boston scientifics representative several clinician programmers, patients remote-control and ipg were attempted, however were unsuccessful. X-ray imaging taken in the field confirmed the ipg had not migrated nor flipped over. The physician has been advised of the event and the patient continues under their care. The dbs ipg has been approved for a warranty replacement and the patient will undergo a revision, however the date of the procedure has not been scheduled. The additional devices mentioned functioned as expected and communication event is with the dbs ipg.

Event description:
It was reported that the patient is experiencing difficulties communicating between his deep brain stimulation (dbs) implantable pulse generator (ipg) and remote control. Additional ipg charge training was provided and was advised on electromagnetic interference (emi). The patient performed frequent ipg charging cycles, multiple hours with multiple charger kits for several days, was not near any emi, however continued to experience communication difficulties and began experiencing return of his parkinsons disease (pd) symptoms. Multiple attempts to establish communication between the boston scientifics representative several clinician programmers, patients remote-control and ipg were attempted, however were unsuccessful. X-ray imaging taken in the field confirmed the ipg had not migrated nor flipped over. The physician has been advised of the event and the patient continues under their care. The dbs ipg has been approved for a warranty replacement and the patient will undergo a revision, however the date of the procedure has not been scheduled. The additional devices mentioned functioned as expected and communication event is with the dbs ipg. Additional information was provided that the patient underwent a procedure where the ipg was replaced with another of the same model. The patient did well post-operatively.

Manufacturer narrative:
The returned vercise ipg was analyzed and confirmed the reported allegation of difficulties communicating, charging and inadequate stimulation was confirmed. Several attempts were made to charge however were unsuccessful as such the ipg communication failed with a known remote-control (rc) and clinician programmer (cp). Analysis of the internal electrical measurement indicated the output of the hall effect switch (u7) was stuck in a low state and would not change when a magnet was applied, preventing ipg from going through its normal bootup as intended and would not be able to stimulate, communicate and would not meet the required minimum charge current to charge to a full charge. Resetting the ipg would erase all failure mode thus duplicating the issue not possible. Based on a review of all available information the cause of the reported event was not established.

Event description:
It was reported that the patient is experiencing difficulties communicating between his deep brain stimulation (dbs) implantable pulse generator (ipg) and remote control. Additional ipg charge training was provided and was advised on electromagnetic interference (emi). The patient performed frequent ipg charging cycles, multiple hours with multiple charger kits for several days, was not near any emi, however continued to experience communication difficulties and began experiencing return of his parkinsons disease (pd) symptoms. Multiple attempts to establish communication between the boston scientifics representative several clinician programmers, patients remote-control and ipg were attempted, however were unsuccessful. X-ray imaging taken in the field confirmed the ipg had not migrated nor flipped over. The physician has been advised of the event and the patient continues under their care. The dbs ipg has been approved for a warranty replacement and the patient will undergo a revision, however the date of the procedure has not been scheduled. The additional devices mentioned functioned as expected and communication event is with the dbs ipg.